Manufacturer narrative:
It was determined that a non-analyzable medical issue had occurred. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2018 explanted: (B)(4) 2018 product type lead product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2018 explanted: (B)(4) 2018 product type lead: conclusion code (B)(4) no longer applies. Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the infection was due to poor wound healing. The device was returned for analysis. This information was confirmed with the physician/account.

Manufacturer narrative:
Concomitant product(s): product ID: 977a160, serial# (B)(4), implanted: (b)(46 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), ubd: 08-sep-2019. Product ID: 977a160, serial/lot #: (B)(4), ubd: 20-jan-2020. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that there was an infection at the spinal incision. The rep reported that the system was explanted. The issue was resolved. No further complications were reported.